Manufacturer narrative:
Bec evaluated the photographs of the affected reagent. The label was dirty with the leak. The cap was not loose. The source of leak is unknown. (B)(4).

Event description:
An employee of beckman coulter at (B)(4) reported a fluid leak from synchron trace klean reagent. The leak was found during receiving inspection, and the employee was wearing ppe. There was no exposure to uncovered wounds or mucous membranes. No injury was reported. Msds was reviewed, and the facility has exposure control plan. Medical attention was not sought and there was no effect to patient or user.